Event description:
A barostim system was implanted on (B)(6) 2026. The patient experienced an infection and dehiscence at the chest pocket starting on (B)(6) 2026 and was hospitalized on (B)(6) 2026. Cultures showed proteus mirabilis, and the patient received IV antibiotics while hospitalized. In the opinion of the physician, based on the culture results, the infection was believed to be related to a urinary tract infection, and it was also noted the patient had been applying vitamin e ointment to their incision prior to hospitalization. The patient was discharged on (B)(6) 2026 with oral antibiotics prescribed through (B)(6) 2026. As of (B)(6) 2026, there was no further issue observed with an infection or dehiscence.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was, based on the culture results, believed to be related to a urinary tract infection, and it was also noted the patient had been applying vitamin e ointment to their incision prior to hospitalization. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).